Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was "overdosing" and the hcp inquired about turning the pump off. The patient was in the emergency room (ER). It was noted that the hcp asked if the pump was stopped. It was reviewed that the pump was designed to deliver medication on a continuous flow. It was also reviewed that the manufacturer does not keep prescription information on file. The option to access the pump to remove medication was being considered. Emergency overdose procedures were provided. No further patient complications have been reported as a result of this event.